Event description:
Revision surgery at about 8 years and 3 months post primary, revision surgery for hip luxation. Liner and head revised successfully.

Manufacturer narrative:
Batch review performed on 14 june 2023: lot 147762: 130 items manufactured and released on 12-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: revision surgery about 8 years and 3 months post primary tha, due to hip luxation. Liner and head revised successfully. From the radiographic image no additional info are visible. Since the implant remained intact for all these years, dislocation may have been caused by a specific event that was not reported, such as trauma or extreme position.therefore, this can hardly be caused by a defect or malfunction of the implanded devices. Other device involved (not distributed in us): implants from ceramtec 38.49.7175.675.00 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 7010943251: based on the number provided, the component at issue could be identified as ceramtec component. Protocols and certificate of conformance were reviewed. The quality documents (including the sterilisation certificates) show that the data obtained on the femoral head conformed to the specification valid at the time of production. · the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect or non-conformities regarding sterilisation. · due to the fact that the femoral head at issue was not provided, ceramtec could not carry out any further investigations.